Event description:
Reporter indicated a vns patient had high lead impedance. The patient had recently fallen and the fall is believed to have caused the high lead impedance per the reporter. No previous vns diagnostics are known. The vns was disabled the same day the high lead impedance was discovered. The patient later underwent vns lead and generator revision surgery. The explanted lead and generator have been requested but have not been received to date. All attempts to the implanting hospital for lead product information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.